Manufacturer narrative:
The returned driver was evaluated and found to be fractured and twisted. There were no other signs of damage on the device. Based on visual evaluation of the failure, it is possible that the tip of the driver was not fully seated in the mating blocker during use leading to the fracture seen. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that tip of a final driver broke while final tightening the blocker into place during surgery. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that tip of a final driver broke while final tightening the blocker into place during surgery. An alternative driver was used to complete the procedure without reported patient impacts.